Manufacturer narrative:
The technician replaced the stiffener plate, brake bearings and the brake/steer caster to repair the bed.

Event description:
Information received indicates the brake will not hold.